Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be removal of the catheter from its packaging. This was determined to be design related.

Event description:
Follow up report needed to add customer phone number.

Event description:
During an atrial fibrillation procedure, the tip of the catheter was noted to be fractured upon removal from the patient. The catheter was exchanged to complete the procedure with no consequences to the patient.